Event description:
It was reported that the patient experienced excruciating burning pain around the implantable pulse generator (ipg) and presented on the skin as a very bad bruise. The patient had a major anxiety and opted to underwent spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2026. Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-70 serial number: (B)(6) batch/lot number:5005833 model/catalog description: infinion pro lead kit, 16 contacts, 70cm unique identifier (UDI): (B)(4). Model number/catalog number:sc-2318-70 serial number: (B)(6) batch/lot number:5006038 model/catalog description: infinion pro lead kit, 16 contacts, 70cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318 batch/lot number: 36765803 model/catalog description: clik x anchor sterile kit unique identifier (UDI): (B)(4).